Event description:
Sheared catheter reported. While removing the opticath from the pt, a physician reports that the catheter sheared off and approximately 40cm was left in the pt. It migrated to the right ventricle. The portion of catheter that was left in the pt had to be retrieved with a "basket catheter" in special procedures under fluoroscopy. The physician who retrieved the severed portion reports that the catheter looked cleanly severed as if cut with a scalpel. The pt did not experience any adverse effects with the piece in situ or during the retrieval process. No adverse sequelae were reported. The catheter portion was sent to the pathology lab, but at present its whereabouts are not known. The specimen was not logged into their system and no official opinion by pathology was available. No add'l info was available.